Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024 patient was given an infusion, using an indwelling needle, and was found to be leaking from the needle ointment and was given an immediate replacement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The defect of the indwelling needle identified from the attachment is catheter rupture. 2. No defective sample and photo have been received for the complaint. 3. DHR/bhr review lot#4081456 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample has not been returned, the ruptured state of the catheter cannot be identified, the root cause of the leakage at the catheter cannot be confirmed.

Event description:
No additional information provided.